Event description:
Per the clinic, the device was explanted on (B)(6) 2012. The reasons for explantation were not reported. Additional information has been requested but has not been made available as of the date of this report, (b)(62013. It is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
Per the surgeon, the decision to explant was made because the patient experienced headaches and received no benefit with device use. There are no plans to reimplant that patient with a new device as of the date of this report, july 10, 2013. This report is filed on july 10, 2013.